Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the sleep/wake button on the ilet device had become unresponsive. The ilet user stated that the issue had occurred intermittently in the past but previously resolved on its own, but on this instance the button failed to respond for more than one hour and no vibration feedback occurred when pressed. The device only responded when placed on the charging pad. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user confirmed having backup therapy available while awaiting replacement ilet. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen leading to unresponsive input consistent with a key/button not working. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.